Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the light source exhibited an air flow problem. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. Additional information added to the following fields: b5, e2, e3, g2, h6. Corrected fields: b5 (remove "observed that during the device evaluation" as the air/flow problem was reported by the customer), d5, e1, g2 (company should not be selected on the initial), g3, h6 (impact code). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/10/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not inspected because the customer cancelled the repair request. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that insufficient insufflation occurred during removal of a polyp in the sigmoid colon. The colon was collapsing over the scope and struggling to maintain proper insufflation and expansion of the colon while removing the polyp. As a result the procedure was prolonged by approximately 90-120 seconds. The condition of the patient was not impacted and the procedure was completed using the same device.